Event description:
The customer contact reported that during preventive maintenance testing at the user facility, it was noted that the ground prong on the ac power cord was bent. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Initial testing of the device was conducted on (B)(6) 2010, at the user facility by the hospira field service engineer. The ac power cord was received for further testing. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).